Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Visual inspection found no defects. The customer reported that the ligasure sealer/divider is not cauterizing the tissue and that the jaws repeatedly get stuck in the tissue. The reported condition was not confirmed. Inspection noted eschar between the jaws. The jaws were not locked or closed when received. Mechanical function of the latch found it to be operating properly. The jaws did not lock when clamping and activating on porcine tissue. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. No failure mode was identified.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not "cauterizing" the patient's tissue. Furthermore, the jaws were sticking to the tissue. There was no injury to the patient.